Manufacturer narrative:
The pump has not been returned to animas. The pt has chosen to continue using the pump at this time. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that all keypad buttons are intermittently unresponsive and require multiple presses to obtain a response. She noted that the buttons do not stick, and they spring back as expected when pressed. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that she wears the pump in her pocket.